Event description:
It was reported that the patient previously underwent a left total hip arthroplasty. Over time, the polyethylene component exhibited wear, and the patient experienced associated pain. A revision procedure was performed. The femoral stem was assessed intraoperatively and found to be stable and well-fixed; therefore, it was retained. The patient was revised to an exactech biolox option femoral head and adapter. The acetabular liner was exchanged to a competitor¿s device. The patient was last known to be in stable condition following the event. No further information is available.

Manufacturer narrative:
D10: 120-01-58 - acumatch cluster cup porous coated 58mm (B)(6), 120-65-20 - bone screw 6.5mm dia x 20mm long (B)(6), 142-36-03 - cocr fem head 36mm +3.5 offset 12/14 (B)(6), 160-21-18 - p-fit spline plas ex-off sz 18 (B)(6). The reported event was unable to be confirmed due to limited information received from the customer. No device was returned for evaluation; further, photographs and/or radiograph images were not provided for review. Operative notes and/or medical records were not provided for review of usage/technique. A definitive root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.